Manufacturer narrative:
(B)(4) - the lead has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
During implant, the health care professional removed the lead from the packaging and discovered the tip of the lead was bent. A new lead was used to complete the implant. A f/u report will be sent if add'l info becomes available.